Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two separate episodes. Technical services (ts) analyzed device episode data and found that there was oversensing of baseline noise. The noise was corrected after the shocks. The shock impedance was high at 142 ohms. X-rays and isometric testing were recommended. Ts noted that this was possibly due to sense b artifact. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two separate episodes. Technical services (ts) analyzed device episode data and found that there was oversensing of baseline noise. The noise was corrected after the shocks. The shock impedance was high at 142 ohms. X-rays and isometric testing were recommended. Ts noted that this was possibly due to sense b artifact. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.